Event description:
It was reported that this patient was hospitalized due to inappropriate shocks, where one of the shocks was delivered due to noise involving this electrode. It was noted that the patient had lost a lot of weight two months most implant and the electrode tip seemed to have a lot of subcutaneous mobility resulting in fluctuation of signal on the electrocardiogram. Additional information noted that a revision took place. The electrode was explanted and tested and appeared in tact with no signs of damage or breakage. The electrode was repositioned and no issue were noted. No additional adverse patient effects were reported.